Event description:
The reporter indicated that they have experienced hoarseness since their vns implant and was subsequently diagnosed with vocal cord paralysis and dysphagia. The device settings were decreased because the patient was unable to tolerate the higher settings. It was further reported that the patient became hoarse immediately after surgery and the patient had significant edema in the throat area for several weeks. It was also reported that the patient is to undergo speech therapy and is scheduled to have gel foam injections to their vocal cords. The device has been disabled at this time.